Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. A kink in the cannula was noted but it was determined to have occurred post-use since no occlusion was found and no alarm sounded. Despite determining that the product delivered insulin w/o any interruption, indicating that there was no bend in the cannula, we are unable to test if the cannula was "out" of the customer's skin. Because the customer reported a high blood glucose of 500mg/dl only mins after deactivating the pod that appeared to have a dislodged cannula, it is possible that the cannula came out of the customer's skin sometime within the 12.5 hrs of wearing the device; a dislodged cannula would result in high blood glucose levels. Despite this plausible scenario, we are unable to make any conclusions. The omnipod's user guide cautions to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check you blood glucose about two hrs after each pod change and to check the infusion site periodically." The lot was found to have met all acceptance criteria. No further internal investigation will be conducted, as no product problem was found.

Event description:
A customer's husband reported that while his wife deactivated a pod on (B)(6) 2011 at 8:58am, "he looked through the clear view window of the pod and saw the cannula out and bent." The husband was concerned that the pod did not alarm. At 9:02am, the customer had a high blood glucose level of 500mg/dl. This pod was worn for at least 12.5 hrs prior to being deactivated. The customer activated a new pod and "was feeling good and resting". The device will be returned for investigation.